Manufacturer narrative:
The analysis has led to the following conclusions: this issue is a known issue: the impedance value is not available on a device with a vr model (single chamber) which is not implanted.

Event description:
Reportedly, during a defibrillator implantation, it has been noticed that the right ventricular lead impedance can only be measured once the memory has been initialized. However, everything else, such as shock coil impedance, sensing, and pacing threshold, can be measured without memory initialization.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a defibrillator implantation, it has been noticed that the right ventricular lead impedance can only be measured once the memory has been initialized. However, everything else, such as shock coil impedance, sensing, and pacing threshold, can be measured without memory initialization.